Manufacturer narrative:
(B)(4). The device was returned for analysis. The peeling was unable to be confirmed however the teflon was scrapped which is likely the damage reported. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that when preparing a whisper guide wire for use, the physician noticed the teflon was rubbing off the proximal end of the guide wire. The device was not used. A new whisper wire was used to complete the procedure. There was no patient involvement. There was no clinically significant delay in procedure. No additional information was provided.